Manufacturer narrative:
Correction/additional information: this report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) large volume folfusors leaked from the blue winged luer cap prior to patient use. There was no patient involvement. No additional information is available. In addition to the previously reported samples, photographs of two (2) additional samples were provided for evaluation. Visual inspection of the photographs revealed fluid inside the bags that contained the devices, indicating that a leak had occurred. The location of the leak could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A photograph of one sample was also provided for evaluation. Visual inspection revealed fluid inside the bag that contained the device. The location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume folfusors leaked from the blue winged luer cap prior to patient use. There was no patient involvement. No additional information is available.